Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data g1, h6 (component code), h6 (type of investigation) "4114 - device not returned" code removed. H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformance's were identified. The device was not returned to edwards lifesciences for further investigation. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. Pvl is a known potential adverse event associated with bioprosthetic heart valves, which is included in the instructions for use (IFU). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry (ipr) that this device model 3300tfx25mm was explanted at implant from aortic position due to paravalvular leak (pvl) attributed to the rigidity of the patient's annulus. As reported per the surgeon, prior to the implantation, the patient underwent intense decalcification. A pvl was observed resulting in five additional stitches near the left main coronary artery, but this attempt failed. A decision was made to explant the valve. It was confirmed that the patient remained cannulated for cardiopulmonary bypass throughout the event. A 25mm surgical valve was implanted successfully in replacement with no pvl. According to the information provided, the patient suffered vasoplegia, dysphagia and heart failure requiring inotropes and nasogastric feeding tube due to a longer bypass time. Patient required several days to recover, was transferred to the referring hospital and discharged after three days.